Event description:
Same case as MDR: 2134265-2013-08590; 2134265-2013-08589. It was reported that automatic pullback failure occurred. During the procedure, an 120v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view the lesion. Access was obtained via right femoral artery. The target lesion being treated was located in the mild calcified left anterior descending artery. Physician performed pullback four times but the motor drive unit failed to do automatic pullback. The procedure was completed with another motor drive unit. No patient complications reported and the patients' status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the mdu was received with a missing s/n label. The unit met specifications and passed the functional test and successfully underwent a continuous burn-in overnight. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause of not confirmed was assigned as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR: 2134265-2013-08590; 2134265-2013-08589. It was reported that automatic pullback failure occurred. During the procedure, an 120v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view the lesion. Access was obtained via right femoral artery. The target lesion being treated was located in the mild calcified left anterior descending artery. Physician performed pullback four times but the motor drive unit failed to do automatic pullback. The procedure was completed with another motor drive unit. No patient complications reported and the patients' status is fine.